Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an ablation procedure a puncture was noted on the sheath. Following sheath insertion, when the brk was advanced through the sheath, resistance was noted. The sheath and brk needle were removed together and visually inspected. The brk could not be fully inserted into the sheath and a protrusion was observed at the distal curvature of the sheath. A new sheath was used and the needle was inserted outside of the patient with no resistance. The procedure was continued with no further issues. There were no adverse patient consequences.

Manufacturer narrative:
One 8f fast-cath introducer dilator was received for evaluation. The reported event of needle insertion difficulty and sheath puncture could not be confirmed as the reported sheath was not returned for analysis. No anomalies were noted when a brk needle/stylet assembly was advanced through the returned dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported needle insertion difficulty and sheath puncture remains unknown.